Manufacturer narrative:
A ge representative evaluated the system and replaced the 5 volt power supply, and power supply cable, performed filament and touch screen calibrations, and replaced the tube cover cooling fan. The system operates as intended.

Event description:
The customer reported the system produced x-rays after the foot pedal was released, the touch screen intermittently would not work, the system displayed heat warnings and low ma errors, and the fan on the tube cover was not working. No patient injury was reported.